Event description:
The patient experienced zapping in the vagina when she was on the couch watching tv. Three weeks prior to that, she had increased her amplitude but had not had any issues with that. The patient was re-programmed several days later and no longer felt the sensation. Additional information from the patient's physician confirmed the shocking sensation. The re-programming was done on (B) (6) 2010 and it was noted the patient's pain had resolved and the patient was doing fine. The patient attributed the event to the device and the lead. No injuries were noted.

Manufacturer narrative:
(B) (4).